Event description:
A customer called beckman coulter regarding 2 erroneously elevated accu tni results for 2 different pts that were generated by the access 2 instrument. Pt 1 had an accu tni result of 38ug/l. The elevated accu tni result was reported out of the lab. The original sample from pt 1 was repeated for accu tni after the result was reported out of the lab. The repeated accu tni result was 0.02ug/l. The customer did not provide any additional info regarding this event. It is not know if a corrected lab report was sent out for pt 1. Pt 2 had an accu tni result of 7.1 ug/l. The elevated accu tni result was not reported out of the lab. The original sample from pt 2 was repeated for accu tni and the result was 0.03ug/l. The customer did not provide additional info regarding this event. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment that can be attributed to this event.